Event description:
Customer reported a discrepancy in the pump time display, which was corrected with assistance from technical support. Blood glucose levels remained within normal range, with no instances above 500 mg/dl or below 54 mg/dl reported. Customer was advised to monitor the time discrepancy and follow up if it reoccurs and acknowledged understanding of the instructions.